Manufacturer narrative:
Literature title: a case of patient with pulmonary embolism and deep vein thrombosis after cyanoacrylate closure of varicose vein annals of vascular diseases medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient visited our outpatient clinic complaining of edema on lower extremity. Duplex ultrasound (dus) examination showed incompetent left great saphenous vein. We diagnosed her illness as the varicose veins due to incompetence of left saphenofemoral junction with c3epaspr on ceap classification and cyanoacrylate closure (cac) using venaseal closure system was performed. Operation time was 22 mins. After operation, she has gone home on foot. After post operative day (pod) 2, she had tenderness at the surgical site. A dus examination revealed mild inflammatory findings at saphenous vein and did not find the deep vein thrombosis (dvt). The follow-up dus examination on pod 7, did not show dvt. However, on pdo27, she suddenly presented swelling and pain on her left lower extremity and visited to another hospital. The computed tomography scan revealed that the left femoral vein was filled with thrombus and occult pulmonary embolism was detected. She underwent anticoagulation therapy with unfractionated heparin and warfarin and had treated catheter assisted thrombus removal (catr) and catheter-directed thrombolysis (cdt) under ivc filter placement and inserted a stent into left common iliac vein due to may-thurner syndrome. Her symptoms were relived and she was discharged about 30 days after hospitalization. She continuously received oral anticoagulation therapy on outpatient basis. Although endovenous glue-induced thrombosis (egit) class 4 was reported after cac, symptomatic dvt is a rare complication.